Event description:
On (B)(6) 2016, the lay user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist after reviewing the call recording since the reporter was unable to be reached by phone for additional information. The reporter stated that the alleged meter inaccuracy began around june 2016. The reporter claimed the patient obtained one blood glucose reading "higher" and then one blood glucose reading "lower" with the subject meter. No exact values were provided and the tests were performed within an unknown time of each other. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter claimed the patient "felt low" the time of the alleged issue however did not specify the physical symptoms. It is not known what treatment, if any, the patient received in response to the onset of symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The csr confirmed the test strips were in good condition, were not expired or opened past their discard date. Replacement product was sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing signs/symptoms suggestive of acute metabolic distress from hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions after obtaining the alleged inaccurate results. However, this complaint is being reported as a malfunction because the results may not have met lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.